Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system, was evaluated for skin perforation at the anchor implant site. The patient¿s weight reduction was noted to have potentially contributed to the event. The system was explanted.

Manufacturer narrative:
Correction: section d9. Device available for evaluation - previously reported as being returned. This has been updated to no as the device was not returned. Additional information: section d4 - expiration date, section g3 - date received by manufacturer, section g6 - type of report, section h4 - device manufacture date, section h6 - evaluation codes, section h10 - manufacturer narrative. The anchor was not returned for analysis. The event reported the patient's recent weight loss, which may have contributed to the reported event. The root cause of the anchor erosion from the original implant site cannot be definitively determined. The evoke scs system surgical guide states "the risks associated with the implantation and use of a spinal cord stimulation system include: erosion of the lead, lead extension or cls through the skin...the patient may require surgery (including revision, explant, and replacement) as a result of any of the above."